Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 10 mg/ml hydromorphone at a dose of 3 mg/day and 5 mg/ml bupivacaine at a dose of 1.5 mg/day via an implantable pump for failed back surgery syndrome, lumbar radiculopathy, and spinal pain. It was reported that a volume discrepancy was noted with actual residual volume being about 26 ml and expected residual volume was 2.7 ml. The pump had been flipping as well, so they thought the catheter may be occluded because of the flipping. The patient¿s pain had been ok since implant despite the volume discrepancy. The patient mentioned that some days the control wasn¿t as good as others. The flipped pump was noticed during refill on (B)(6) 2016, but the patient had a history of pump flips. The pump was manually manipulated at the refill, so it could be refilled. A dye study was planned to occur on (B)(6) 2016 to check the catheter. The pump flipping was noticed about a month ago.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. The patient cancelled the surgery herself that was scheduled on (B)(6) 2017. A dye study was performed and there was no flow through. The case was discussed extensively with a representative and the plan was to resolve the kink and anchor the pump so that it would not flip. The patient lost weight leading to the flip of the pump reservoir. The blockage had not been resolved because it needed revision and to avoid narcotic overdose.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The entire catheter was replaced (B)(6) 2017 with a new 8780 lot# n658722002. When the pump pocket was opened, the catheter was found to be extremely twisted up. The old catheter was entirely removed. The pump itself was not anchored to the pocket, and was tilted at a 90 degree angle facing outward, in a flank location. The pump was relocated to a more medial pocket. The residual volume of the pump on (B)(6) 2017 was 40cc, so nothing had infused since the last refill on (B)(6). The pump was refilled with 1 mg/ml dilaudid and the dose was reduced to 0.05 mg/day. The old catheter was inadvertently discarded so will not be returned to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that the pump was implanted on (B)(6) 2016 and the patient had reported decreased pain since pump implant. It did not appear she was having problems until (B)(6) 2016, per the hcp. Troubleshooting performed related to the pump stopped working a ¿month or so¿ after the patient received it included they noted a problem of the pump being flipped at a visit on (B)(6) 2016. When the reservoir was drained for refill she had excess medication in the reservoir. The patient had a dye study was performed on (B)(6) 2016 which indicated that the catheter was blocked was indicated as an action/intervention taken to resolve the pump stopped working a ¿month or so¿ after the patient received it. The hcp planned to surgically evaluate the pump on (B)(6) 2017 to determine what was causing the blockage. It was indicated that the pump stopped working a ¿month or so¿ after the patient received it would be resolved once surgical intervention is completed on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the results of the dye study showed no dye flow through the catheter. The pump was kept in position to avoid release of catheter and delivering of large amount of narcotics. The hcp stated the cause of the flipped pump and volume discrepancy was due to the kinked catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the pump worked for a month or so after the patient received it and then it stopped working. It was noted that a representative was stating the he believed the catheter tubing needed to be replaced, per the consumer. The patient¿s hcp declared that he couldn¿t do anything until (B)(6). The patient had been in severe pain for several months due to a ¿nonfunctioning pump¿ and was looking for a new hcp who could replace the catheter or do the revision needed this month (B)(6) 2016. It was noted that the patient¿s current surgeon wasn¿t ¿agreeable¿ to referring the patient to another surgeon he trusted. Physician listings were requested for a surgeon that could do a revision on the patient¿s pump and help the patient feel better and function again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.